Event description:
A patient exeriencing accurate erratic results with a lifescan meter. The patient's blood glucose results were 223, 160 mg/dl. Tests were done within 10 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.